Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third-party service center and confirmed evidence of connector oxide during device evaluation. The service center also found corrosion in device during evaluation. The device's downloaded event log was reviewed by the manufacturer and found no error log. The device passed all final test. The device has been scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from connector oxide. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.